Event description:
Device would run through cavity assessment and then alarm. This occurred 3 times. It was turned off x 3 to see if it would work, but it never did. Same type of device was used to complete procedure, no harm to pt. Or staff is contacting rep for return.